Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the reported event is related to the device we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient pre-operatively diagnosed with lumbar canal stenosis underwent oblique lumbar interbody fusion at l2-l5. Post-op, the pedicle screw at l-2 was probably loosened and fell forward from l-1 due to pjk(proximal junctional kyphosis). The fusion for extending to t10-s2 is to be performed. According to the healthcare professional's opinion, "the relationship between the reported event and the use of medtronic products is unknown ".